Event description:
It was reported that the procedure was cancelled. An opticross hd catheter was advanced for ultrasound imaging of the target lesion. During the procedure, the image was lost due to a bad connection with the motor drive unit. The procedure was cancelled and there were no patient complications reported.